Event description:
It was reported that a remote transmission indicated possible intermittent ventricular undersensing. The right ventricular (rv) lead remains in is use. No patient complications have been reported as a result of this event.